Manufacturer narrative:
H2) additional information: see b5. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the scope probe could not be verified.

Manufacturer narrative:
The instrument return has been requested for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy. It was reported that the scope probe could not be used. The active probe was used to complete the case. There was no patient harm or delay reported.